Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and lead reported hearing their device beep. The patient was seen in clinic for a device check where it was found that a shocking impedance measurement of greater than 125 ohms had occurred. Normally, the impedances were running in the 70 ohm range. There were no adverse patient effects reported. The system will continue to be monitored and remains in service.